Event description:
It was reported that ongoing intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 597 mg/dL with ketones a health care provider determined were life threatening. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit on (b)(6) 2026. Customer was treated with intravenous fluids of saline and insulin which resolved the issue with no damage reported. Reportedly a new cartridge was ultimately loaded, and insulin delivery was resumed. Contact declined follow-up from tandem Technical Support to obtain the release date from the hospital; therefore, no additional information was able to be obtained.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.